Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 24, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was treated with oral antibiotics (specififc date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on july 22, 2024.